Event description:
The lead was explanted due to dislodgement. The generator was also explanted, the reason was not provided; it was unknown if the battery had depleted. No patient symptoms were reported. The pt was reported to have recovered without sequelae.

Manufacturer narrative:
Analysis result were not available at the time of this report. A follow-up report will be sent when analysis is completed.